Event description:
It was reported that after the 1.2x6mm mini trek was soaked, the device was prepared inside the patient anatomy and then advanced through the heavily tortuous right coronary artery into the moderately calcified lesion. An attempt was made to inflate the balloon, but the balloon would not inflate. Upon removal, the shaft was noted to be kinked. There was no adverse patient sequela and no clinically significant delay in procedure. Another trek balloon dilatation catheter was used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): device prepared inside the anatomy. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. It was noted that the device was prepared inside the body. It should be noted the preparation for use section of the rx trek/mini trek instructions for use cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat steps 5a through 5g, if necessary); otherwise, complications may occur. In this case, the incorrect preparation of the device does not appear to have directly caused or contributed to the reported inflation issue.